Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low ise indirect-potassium gen.2 result for one patient sample. (B)(6). The customer retested the sample from 22:15 on a bm6050 analyzer and the result was 5.3 mmol/l. The customer then ran qc which was low. The patient was asked to go back to the hospital. The result from a new sample tested on the bm6050 analyzer was 5.8 mmol/l. There was no allegation of an adverse event due to the stopped treatment. The potassium electrode lot number and expiration date were requested but were not provided. The field service representative changed the sample probe, reagent probe, and other parts. Calibration was performed which was low, but qc results were within range. The analyzer was then returned to use. As the customer then experienced qc out of range low for other assays a few days later, the field service representative rechecked the analyzer and found a problem with the sample syringe. The customer replaced the sample syringe and the issue was resolved. Further investigation of the data provided determined the most probable root cause was a pre-analytical issue. The results for the suspect sample showed the typical pattern of an insufficient sample volume being transferred into the ise dilution cuvette. An insufficient aspirated sample volume can occur when either needle lubricant from the blood collection device, gel traces, or fibrin floating in the sample is aspirated with the sample leading to falsely low values. Fibrin strands in plasma are caused by incomplete anticoagulation due to poor sample handling, such as insufficient mixing.